Event description:
It was reported that a little ball was missing under the tasp, so it did not hold the trials together; the issue was identified during the case prior to use. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.